Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed due to possible clotting of the extracorporeal circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The disposable cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms are expected during dialysis and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed.